Event description:
A surgeon reported an intraocular lens (iol) was exchanged. Additional information was received from the surgeon's receptionist who reported the iol was exchanged due to a crack being noted in the lens on the first postoperative day. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 02/02/2012 and 02/21/2012 by phone, fax and mail. A completed questionnaire has not been received. Additional information was received in a follow up phone call on 02/21/2012. (B)(4).